Event description:
Written report states that there were two incidents of stopped delivery. Per reporter, flow stopped after 2 days of pt use. Per report device contained unspecified amount of oncovin (vincristine sulfate) in sodium chloride 0.9% for a total fill volume of 49 ml. Report states that there was no pt injury or medical intervention required.